Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that two errors occurred shortly after each other which caused the loss of x-ray. The emitter/heating coil of the x-ray tube evaporated small amounts of metal particles at certain points, which is why the vacuum of the high-performance tube was contaminated. This contamination led to high-voltage flashovers inside the x-ray tube and tube arcing. Because the evaporation of the emitter material is accompanied by a reduction in its cross-section, the emitter became hotter than usual. This, in turn, caused the emitter to warp mechanically until it finally encountered the housing and rendered itself inoperative. This effect is called "filament touch". The affected x-ray tube was exchanged on site by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no general systematic error has been found.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.